Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 65 mg/dl. Prior to the hospitalization, the customer's blood glucose had lowered to about 30 mg/dl. While troubleshooting, the customer stated the perceived cause of the low blood glucose was an overcorrection. The customer had eaten a bowl of chips as well as pizza and only delivered 4 units of insulin. The customer believed that she ate more carbohydrates than she corrected for. After troubleshooting, the customer was advised that the insulin pump was functioning as designed and to call back if the issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.